Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4)

Event description:
Per medical records, it was reported that on (B)(6), 2010 the patient presented with the pre op diagnoses of l4-5 and l5-s1 degenerative lumbar disk disease, status post l4-5 and ls-s1 anterior lumbar interbody fusions, with anterior plating. The patient underwent the following procedures. Posterior segmental fixation, l4, l5, and s1 bilaterally, pedicle screw system. Postero lateral fusion, l4-5 and l5-s1 3. Use of morselized allograft with intraoperative fluoroscopy for placement of pedicle screw system. Per the op notes, transverse processes and sacral ala were covered with our fusion material, consisted of nucel morselized allograft and nucel that was rolled into bone morphogenic protein sponges, forming a log. One was placed in between the l4-5 and l5-s1 transverse processes on each side. Then the graft was covered with further nucel. Final fluoroscopy showed satisfactory position of the anterior interbody grafts, plating system, and the posterior segmental fixation. After this the fusion material was covered with 10 ml of tisseel. No patient complications were noted.